Event description:
It was reported that the blade broke during a procedure while being used to divide the sternum. It was further reported that an x-ray was taken to ensure no fragments were present. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the blade broke during a procedure while being used to divide the sternum. It was further reported that an x-ray was taken to ensure no fragments were present. There was no adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that the blade broke during a procedure while being used to divide the sternum. It was further reported that an x-ray was taken to ensure no fragments were present. There was no adverse consequences or surgical delay reported as a result of this event.